Event description:
It is reported by the patient that she experienced extreme kaleidoscope starbursts after lens was implanted; patient notes that driving became impossible. Lens was explanted with doctor noting reason for removal due to extreme halos and glare.

Manufacturer narrative:
Lens was discarded following the procedure and is not available for return. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. The manufacturing record was reviewed and showed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.